Event description:
The manufacturer received information alleging a ventilator¿s screen turned black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front lcd display was replaced to address the issue. In addition of the above evaluation, the device¿s front panel/keypad led board was replaced due to failure of keypad and the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen turned black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front lcd display was replaced to address the issue. In addition of the above evaluation, the device¿s front panel/keypad led board was replaced due to failure of keypad and the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.